Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Event description:
It was reported that patient's pacemaker exhibited premature battery depletion. No intervention was done. There were no patient consequences.